Event description:
It is reported that upon opening sterile packaging, the nurse noticed splints of metal on the head of the screw. Packaging displayed no signs of tampering. Screw was never mounted on screwdriver or set in screw holding forcet.

Manufacturer narrative:
This report will be amended when our investigation is complete.